Event description:
(B)(4). It was reported that worsening of coronary artery disease (cad) occurred. In (B)(6) 2012, the patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed an 80% stenosed, de novo, 3.0x25mm target lesion located in the mid left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel a day post procedure. In (B)(6) 2013, the patient presented with worsening of cad and underwent diagnostic catheterization. The event was considered not recovered/ not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with shortness of breath with exertion and coronary angiography was performed. In (B)(6) 2014, the patient was hospitalized. Coronary angiography revealed 80% in-stent restenosis of the study stent and a 90% stenosed de novo lesion located in the mid lad, which was treated with balloon angioplasty and placement of a 2.25x12mm promus stent and a 3.0x12mm promus stent in an overlapping manner with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.